Event description:
It was reported that six weeks post an acromioclavicular (ac) joint reconstruction, the patient's incision site was not healing properly. The surgeon had used another surgeon's instruments and implants during the initial surgery. Some signs of infection were noticed and surgeon performed a second procedure in august to clean the wound. No cultures were taken and the implant remains in the patient. Follow up with rep indicates no further complications have been reported with the patient since the second procedure.